Event description:
4 valiant captivia stent grafts were implanted during an unknown endovascular treatment over 1 month 2 at each procedure. It was reported approximately 2 years post the index procedures a valiant navion stent graft (vnmc4040c95tu) was implanted during the re-intervention of a thoracic aortic repair. Approximately 5 months post the navion implant follow up CT showed the max aortic diameter was noted as 72.9mm. The imaging was na for aortic enlargement. The cause of the reintervention is undetermined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amc3636c200tu, serial/lot #: (B)(6), ubd: 13-jul-2019, UDI#: (B)(4); product ID: vamc3636b100tu, serial/lot #: (B)(6), ubd: 15-jun-2019, UDI#: (B)(4) ; product ID: vamc4040c150tu, serial/lot #: (B)(6), ubd: 10-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.